Event description:
It was reported that the left ventricular lead was activated an alarm due to high impedance and may have fractured. The lead was repaired with an adapter and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The maximum lv pace impedance rises from an approximate baseline of 550 ohms to greater than 16000 ohms the week ending (B)(6) 2013. Analysis of the device memory indicated a lead warning alert. A lv pace lead impedance alert occurred on (B)(6) 2013. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.